Event description:
Additional information received from the consumer reported that there was possible damage. The door closed on the stimulator. They turned the stimulator off for the 1st part of (B)(6) as it was not working. The steps taken to resolve the issue included going to see their health care professional (hcp). The hcp was leaving it up to the patient. It was ok to turn it off but the patient had to decide whether they would have another surgery, either botox or medication.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0s8ed, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that she experienced a return of symptoms prior to her follow-up appointment in (B)(6) 2015. At the appointment, the patient was told that two of the wires could be loose; however; they did not think it was going to affect her therapy. She had frequency and unpleasant sensation when voiding. It was noted that prior to her follow-up appointment, she experienced an incident in which she was walking through some automatic doors while holding bags and the door closed right on her implant site. The patient mentioned it at her appointment in (B)(6) 2015. There was no imaging performed at the time of report. The patient was tested and they ruled out a urinary tract infection. A loss of therapy was noted. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.